Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the therapy delivery test. There was no patient involvement.

Manufacturer narrative:
Results of functional testing indicate the device failed therapy delivery test. Philips bench service engineer confirmed parts replacement to resolve the issue are: processor pca, therapy pca and the therapy capacitor. The customer was advised their device has reached it's end of life/end of support status. The replacement device/parts are no longer available. It has been concluded that no further action is required at this time.